Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead exhibited high and unstable pacing thresholds and high pacing impedances due to a possible fracture. The lead was programmed off and a lead revision was planned. No patient complications have been reported as a result of this event.